Event description:
It was reported that the temperature cable was not picking up stable temperature in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature cable was not picking up stable temperature in an arctic sun device. Per follow up information received via mail on 29sep2025, the device was sent in for a bd-approved facility for evaluation. Unit on its way to technical services. No patient involvement as per attached complaint form.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature cable. During evaluation, it was confirmed that the temperature cable was not maintaining stable temperatures. Serial number (B)(6) for the arctic sun device is included for reference purposes only. Temperature cable was replaced. Pm performed. Replaced mixing pump, circulation pump, heater, and drain valves. Coin cell was replaced. As5000 system passed all tests, is functioning properly and is ready for use. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Corrections: d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.